Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging studies returned to manufacturer for evaluation.

Event description:
Patient presented post spinal fusion indicating a pseudoarthrosis with a persistent back and leg pain. X-rays and CT scans indicated pseudoarthrosis of prior fusion. Prior to revision, patient failed conservative treatment. Pre-op diagnoses: 1. Degenerative disc disease l3-s1. 2. Status post spinal fusion and instrumentation from l3-s1 level. Patient underwent following procedures: 1. Removal of hardware with exploration of fusion mass at the l3-l4, l4-l5 and l5-s1 level. 2. Subsequent re-grafting and re-fusion at the l3-4 level and l5-s1 level utilizing rhbmp-2/acs bone morphogenic protein for the posterior fusion part of the procedure with un-instrumented fusion. Per op notes, continuous running emgs as well as sseps were monitored throughout the procedure. The transverse processes at l3 and on down to l4 and then l5-s1 was decorticated. Local allograft supplemented with rhbmp-2/acs soaked sponge wrapped around graft was impacted in the posterolateral region at l3-4 level and l5-s1 level for the posterior fusion part of the procedure. No complications reported. Post-op diagnoses: 1. Degenerative disc disease l3-s1. 2. Status post spinal fusion and instrumentation from l3-s1 level. 3. Pseudoarthrosis at the l3-4 and l5-s1 level. Gross findings: pseudoarthrosis l3-4 and l5-s1 level with subsequent repeat un-instrumented posterolateral fusion with some mild perineural scarring from the l3-s1 level.